Manufacturer narrative:
At the time of this report the device has not been evaluated, the investigation was then not completed. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that 4 pins of a saw blade shaft were broken in the universal oscillating saw attachment. No patient involved since the event occurred prior the surgery.

Manufacturer narrative:
Universal oscillating saw attachment, serial number, (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that some pins were broken. The product was not repairable. Since the product was not under warranty, it has not been replaced.